Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection ceftazidime (500 mg, once daily, intraperitoneal, ongoing) and injection teicoplanin (400 gm, every 2nd day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis event. Pd therapy was ongoing. No additional information was available.